Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an ''apply control'' prompt with her one touch ultralink meter, even though the control solution sample had already been applied. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (b)(64) 2012. She was unwilling to state what kind of diabetes management routine she follows or if she made any changes to her usual treatment. The patient claimed at an unknown time after the alleged issue started, she felt anxious. She denied receiving any form of medical intervention in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the meter for the very first time. It was noted that the patient had the correct test strips, but was using the incorrect testing procedure. While troubleshooting, he was educated to the appropriate application technique to be used for testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs' definition suggestive of severe hypoglycemia or hyperglycemia, nor received medical intervention for acute complications of diabetes. However, this complaint is being reported because the alleged product was not available during the call and the agent was unable to verify if issue was resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.